Manufacturer narrative:
The insulin pump had unresponsive button then button error alarmed due to corroded on keypad trace. No moisture damage found on electronic assembly and motor. The insulin pump was received with cracked at corner display window, cracked battery tube threads, scratched on lcd window and cracked at reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was 11.0 mmol/l at the time of incident. The customer mentioned that there were cracks on the screen and reservoir compartment. The insulin pump will be returned for analysis.